Manufacturer narrative:
Bayer case number: (B)(4) cramps [cramp in lower abdomen] , myoma 9 months after insertion of the essure device [uterine myoma] , headaches [headache] , gastrointestinal problems [gastrointestinal disorder] , joint pain [joint pain] , tendinitis [tendinitis] , eye problems [eye disorder] , keratoconus [keratoconus] , glaucoma [glaucoma] , numbness in the hands and feet [hypoesthesia of gloves-socks type] , muscle and joint pain (in knees, meniscopathy) [arthromyalgia] , palpitation episodes [palpitations] , tachycardia sensation [heart racing] , ventricular extrasystole [extrasystole ventricular], orthopedic insoles [orthopedic insoles] , worsening of thoracic outlet [thoracic outlet syndrome] , loss of strength [strength loss of] , the patient had burning sensation inside the thighs [burning sensation of lower limb] , right temporo-mandibular joint [temporomandibular joint disorder] , decrease in visual acuity [visual acuity reduced] , glaucoma surgery [glaucoma surgery] , stress fractures [stress fracture], functional cyst on the left ovary [ovarian cyst functional] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-nov-2025. The most recent information was received on 17-feb-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps") in a 45-year-old female patient who had essure inserted (lot no. D40629) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of amyotrophic lateral sclerosis, diabetes, phlebectomy, latex allergy, keratoconus, infectious mononucleosis, migraine, deep vein thrombosis, hiatal hernia, thrombosis, thoracic outlet syndrome, strabotomy, appendectomy, parity 3 and multigravida. Previously administered products included: mirena and copper iud. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced abdominal pain lower (seriousness criterion intervention required), headache ("headaches"), gastrointestinal disorder ("gastrointestinal problems"), joint pain ("joint pain"), tendonitis ("tendinitis"), eye disorder ("eye problems"), keratoconus ("keratoconus"), glaucoma ("glaucoma") and hypoaesthesia ("numbness in the hands and feet") and was found to have uterine leiomyoma ("myoma 9 months after insertion of the essure device"). On unknown date she experienced arthromyalgia ("muscle and joint pain (in knees, meniscopathy)"), palpitations ("palpitation episodes"), heart racing ("tachycardia sensation"), ventricular extrasystoles ("ventricular extrasystole"), thoracic outlet syndrome ("worsening of thoracic outlet"), asthenia ("loss of strength"), burning sensation ("the patient had burning sensation inside the thighs"), temporomandibular pain and dysfunction syndrome ("right temporo-mandibular joint"), visual acuity reduced ("decrease in visual acuity"), stress fracture ("stress fractures") and ovarian cyst ("functional cyst on the left ovary") and underwent orthopaedic insoles ("orthopedic insoles") and glaucoma surgery ("glaucoma surgery"). The patient was treated with surgery (to remove essure). At the time of the report, the abdominal pain lower, headache, gastrointestinal disorder, joint pain, tendonitis, eye disorder, keratoconus, glaucoma and hypoaesthesia had not resolved. The outcomes for uterine leiomyoma, arthralgia, palpitations, heart racing, ventricular extrasystoles, orthopaedic insoles, thoracic outlet syndrome, asthenia, burning sensation, temporomandibular pain and dysfunction syndrome, visual acuity reduced, glaucoma surgery and stress fracture were unknown. The reporter considered abdominal pain lower, joint pain, arthromyalgia, asthenia, burning sensation, eye disorder, gastrointestinal disorder, glaucoma, glaucoma surgery, headache, hypoaesthesia, keratoconus, orthopaedic insoles, ovarian cyst, palpitations, heart racing, stress fracture, temporomandibular pain and dysfunction syndrome, tendonitis, thoracic outlet syndrome, uterine leiomyoma, ventricular extrasystoles and visual acuity reduced to be related to essure administration. The reporter commented: (female) patient's current status: myoma 9 months after insertion of the essure device, and over the years to the present day: headaches, gastrointestinal problems, joint pain, tendinitis, eye problems, keratoconus, glaucoma, cramps, numbness in the hands and feet. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.571 kg/sqm. [Bone densitometry] on (B)(6) 2022: normal [hysteroscopy] (date unknown): myoma with size of 2cm (lateral, sub mucosa) removed on (B)(6) 2016 ¿ no malignancy but endometrium severe atrophy areas in front of myoma [magnetic resonance imaging] on (B)(6) 2019: early-stage uncarthrosis c4-c5 and c5-c [mammogram] on (B)(6) 2011: acr 1 (both sides); on (B)(6) 2014: acr 2 (both sides) [ultrasound scan] (date unknown): functional cyst on the left ovary (18mm). Batch number- d40629; manufacture date-16-dec-2014; expiration date-28-dec-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: upon receipt of new follow up argus cases (B)(4) found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events, reporters & all relevant information have been transferred to retention case. (Legacy device number 2951250-2026-00036). Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Cramps [cramp in lower abdomen]. Myoma 9 months after insertion of the essure device [uterine myoma]. Headaches [headache]. Gastrointestinal problems [gastrointestinal disorder]. Joint pain [joint pain]. Tendinitis [tendinitis]. Eye problems [eye disorder]. Keratoconus [keratoconus]. Glaucoma [glaucoma]. Numbness in the hands and feet [hypoesthesia of gloves-socks type]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") in a 45-year-old female patient who had essure inserted (lot no: d40629) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, she experienced abdominal pain lower (seriousness criterion medically important), headache ("headaches"), gastrointestinal disorder ("gastrointestinal problems"), arthralgia ("joint pain"), tendonitis ("tendinitis"), eye disorder ("eye problems"), keratoconus ("keratoconus"), glaucoma ("glaucoma") and hypoaesthesia ("numbness in the hands and feet") and was found to have uterine leiomyoma ("myoma 9 months after insertion of the essure device"). At the time of the report, the abdominal pain lower, headache, gastrointestinal disorder, arthralgia, tendonitis, eye disorder, keratoconus, glaucoma and hypoaesthesia had not resolved. The outcome of uterine leiomyoma was unknown. The reporter considered abdominal pain lower, arthralgia, eye disorder, gastrointestinal disorder, glaucoma, headache, hypoaesthesia, keratoconus, tendonitis and uterine leiomyoma to be related to essure administration. The reporter commented: (female) patient's current status: myoma 9 months after insertion of the essure device, and over the years to the present day: headaches, gastrointestinal problems, joint pain, tendinitis, eye problems, keratoconus, glaucoma, cramps, numbness in the hands and feet. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Cramps [cramp in lower abdomen]; myoma 9 months after insertion of the essure device [uterine myoma] ; headaches [headache] ; gastrointestinal problems [gastrointestinal disorder]; joint pain [joint pain] ; tendinitis [tendinitis] ; eye problems [eye disorder] ; keratoconus [keratoconus] ; glaucoma [glaucoma] ; numbness in the hands and feet [hypoesthesia of gloves-socks type] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-nov-2025. The most recent information was received on 25-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") in a 45 year-old female patient who had essure inserted (lot no. D40629) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced abdominal pain lower (seriousness criterion medically important), headache ("headaches"), gastrointestinal disorder ("gastrointestinal problems"), arthralgia ("joint pain"), tendonitis ("tendinitis"), eye disorder ("eye problems"), keratoconus ("keratoconus"), glaucoma ("glaucoma") and hypoaesthesia ("numbness in the hands and feet") and was found to have uterine leiomyoma ("myoma 9 months after insertion of the essure device"). At the time of the report, the abdominal pain lower, headache, gastrointestinal disorder, arthralgia, tendonitis, eye disorder, keratoconus, glaucoma and hypoaesthesia had not resolved. The outcome of uterine leiomyoma was unknown. The reporter considered abdominal pain lower, arthralgia, eye disorder, gastrointestinal disorder, glaucoma, headache, hypoaesthesia, keratoconus, tendonitis and uterine leiomyoma to be related to essure administration. The reporter commented: (female) patient's current status: myoma 9 months after insertion of the essure device, and over the years to the present day: headaches, gastrointestinal problems, joint pain, tendinitis, eye problems, keratoconus, glaucoma, cramps, numbness in the hands and feet. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Batch number- d40629; manufacture date-16-dec-2014; expiration date-28-dec-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-nov-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.